Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53 lead implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that there was a warning on the right ventricular (rv) lead for low impedance measurements and that there was a polarity switch to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.